Manufacturer narrative:
Product name unknown; product unspecified. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Concomitant products: ethicon gynecare gynemesh ps: (B)(6) 2006, coloplast restorelle polypropylene mesh: (B)(6) 2015, boston scientific advantage fit sling: (B)(6) 2015. The 510(k) unknown; product unspecified. Product manufacture date unknown; lot number unknown.

Event description:
The patient was reportedly implanted with an ethicon gynecare gynemesh ps on (B)(6) 2006 at (B)(6) hospital in (B)(6) by dr (B)(6). The patient also was reportedly implanted with a cook surgisis biodesign on (B)(6) 2014 at (B)(6) hospital in (B)(6) by dr (B)(6). Finally, the patient was reportedly implanted with a colopolast restorelle polypropylene mesh and a boston scientific advantage fit sling on (B)(6) 2015 at (B)(6) hospital in (B)(6) by dr (B)(6). The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment.